Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional informatio n become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to advisory and recall. Additionally, a gradual increase in pacing impedance measurements was noted, noisy signals that led to inappropriate shock therapy. Subsequently, this lead was successfully capped and replaced on the replacement procedure. No additional adverse patient effects were reported. This product has not been returned.